Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device's power supply failed. It was reported to philips that the device's power supply failed.

Event description:
It was reported to philips that the device's power supply failed. There was no patient involvement.